Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery to the iliac artery. After innova and epic stents were implanted, a 5.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for post-dilatation. However, during the second inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another 5.0mmx60mmx135cm (4f) sterling¿ balloon catheter. No patient complications were reported and the patient's status was stable.